Manufacturer narrative:
Bci cts (customer technical support) assisted the customer with troubleshooting and had customer reseat the sensor. The customer recalibrated and it passed. Cts followed up with customer on 04/22/2011 and the issue had been resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak that was observed in the unicel dxc 600 pro synchron clinical system. The customer had replaced the glucose electrode on the weekend prior to the event, calibrated the sensor, calibrated glucose and qc passed. When the customer returned to the laboratory on monday, the glucose module was disabled and found a small leak on the side of the module. No injury was reported and no erroneous results were generated.